Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(6); batch: (B)(6).

Event description:
It was reported that the patient experienced shocking and burning sensation at the ipg site when stimulation was on. It was also noted that a lead had high impedances. The patient underwent a revision procedure wherein the ipg and leads were replaced with an MRI compatible device. The patient was doing well postoperatively and the explanted devices were kept by the medical facility.